Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred and the procedure was canceled. Vascular access was obtained via the left side. The 90% stenosed, 16mm in length, eccentric, de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and severely calcified, 2.5mm in diameter mid left anterior descending artery. Following pre-dilation with a 2.5x20 emerge balloon catheter, a 2.50 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed, and found the tip of the stent was deformed. The procedure was discontinued and the physician decided to treat the patient with medication. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred and the procedure was canceled. Vascular access was obtained via the left side. The 90% stenosed, 16mm in length, eccentric, de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and severely calcified, 2.5mm in diameter mid left anterior descending artery. Following pre-dilation with a 2.5x20 emerge balloon catheter, a 2.50 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed, and found the tip of the stent was deformed. The procedure was discontinued and the physician decided to treat the patient with medication. There were no patient complications reported and the patient was stable.